Manufacturer narrative:
The physician used absorbable sutures to fixate the orthadapt bioimplant. The package insert instructs the user to use non-absorbable sutures. The case assessment based on the provided information identified, the likely cause of the event to be fixation failure caused by the use of absorbable sutures and pt trauma; a link between the reported event and the graft was not identified during the case assessment. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc. Is the reporting company for the event.

Event description:
Approximately four weeks post posterior tibialis repair with orthadapt augmentation, the pt fell and injured her arm/shoulder. Approximately 28 weeks post repair, the pt started to experience pain and swelling of the medial aspect of the ankle; a subsequent MRI showed a full-thickness rupture of the tendon at the level of the malleous (above the orthadapt graft). The graft was explanted 36 weeks post repair.